Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a wall outlet power issue. A field service engineer plugged the power cable into another outlet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a power failure. The customer reported that the station was not turned on, and the issue persisted even after plugging and unplugging the power cable. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.